Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection (with the naked eye) and microscopic examination of the returned device identified a burst in the tubing approximately 32.25 inches from the bottom of the top y-site. It was reported that the device was used with a power injector, which is a known cause of ruptured tubing. A labeling review was performed and found that the device's labeling does not indicate that the device is approved for use with a power injector; therefore, the cause of the rupture was unapproved use of a power injector with the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a continu-flo 3 valve solution set burst and leaked following a high pressure infusion of a contrast dye during a computed tomography angiogram (cta) procedure. A stopcock was connected to the set and the tubing burst after the stopcock was opened to allow the dye to flow. Further information was provided that the product was not compatible with the high pressure procedure. The customer was advised not to use the product for procedures involving a power injector. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.